Manufacturer narrative:
The device was received at zoll medical corporation. The customer's report of "self check pneumatic failure and requires maintenance" was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The customer's report of "the device stopped ventilating" was duplicated and attributed to a faulty o2 flow transducer on the smart pneumatic module board. The smart pneumatic module board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an unknown error message and stopped ventilating. Complainant did not indicate that there was any patient involvement in the reported malfunction.